Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio: 3.0, lab: 5.8. Less than one hr between meter and lab testing. No other pt info was provided.